Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element, mr, ous 3.00x16mm stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found stent damage at the distal end where the stent struts were raised from the balloon. There were some hypotube kinks along the length of the catheter. The balloon section of the device was visually and microscopically examined and no issues were noted with the profile. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14apr2016. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex artery (lcx). A 3.00x16mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.